Event description:
It was reported that while the ventilator was in use, it occasionally makes an abnormal sound. Alarms for low o2 concentration were generated. There was no patient injury. Manufacturer's reference #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that while the ventilator was in use, it occasionally makes an abnormal sound. Alarms for low o2 concentration were generated. The evaluation of the provided logs show expiratory minute volume: low, vt insp. Overrange, inspiratory flow overrange, vt insp. Overrange, o2 concentration: high, expiratory minute volume: high, peep low, check tubing, o2 supply pressure: low, gas supply pressures: low, apnea and respiratory rate: low. Our field service engineer investigated the ventilator on site and solved the issue by replacing the nozzle unit. The replaced nozzle unit was not returned for investigation. Therefore, the root cause for the reported problem could not be established.